Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device passed the homechoice rite functional test and the homechoice rite electrical test . An external inspection was and device passed. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain - one or more cycles advanced to next fill when slow / no flow occurred above the minimum drain volume threshold. The device met specifications relative to the iipv found in the logs during the evaluation. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
During evaluation, an additional issue of an increased intraperitoneal volume (iipv) event was found in the patient event logs: occurrence date (B)(6) 2011 at 12:35 with drain volume of 3562 milliliters (ml) during cycle 5. The fill volume was 2200 ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.